Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not begin charging when placed on the charging pad until it was repositioned, after which charging initiated as expected. Symptoms included no clinical effects. Outcomes included no impact to health or medical intervention. Investigation included remote troubleshooting and review recent device logs. Investigation of this case revealed that the event was consistent with improper alignment on the charging pad, with no device malfunction identified once correct placement was achieved. It was concluded, based on previously established findings for similar reports, that the cause was user-related charging technique.